Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose readings of over 500 mg/dl. Customer stated that they had acid ketosis and were kept in the hospital for nearly two days. Customer also mentioned having trouble with inserting and stated that the cannula was not going in prior to the hospitalization.